Manufacturer narrative:
Additional information: g3, h3, h6. (Device not returned) the most likely cause for the reported event is slow processing speed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/11/2023, it was reported by a sales representative via (B)(4) that an ar-3200-0021 ccu had an issue. During an unspecified procedure, everything was fine with taking pictures and videos, but at the end of the case, one specific surgeon took about 8-15 pictures in rapid succession while also recording a video. After the pictures, he tried to run off the video with the camera head, and it did not work. Usually, after 10 seconds or so, it would work. They wanted to find out if there was a lag between processing everything all at once and if the ccu trying to catch up. Because the surgeon did audio, too, he wanted it to turn off quickly. This occurred after use in an unspecified procedure with no patient harm. This was troubleshot and resolved by technical support by verifying that the videos showed up when exporting them to their storage location, which was confirmed by the sales representative when he went back into the room 15 minutes later. Technical support advised that the issue was the ccu catching up, which would cause a "lag" as the audio was controlled manually.